Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was pressing all the buttons on the insulin pump and the buttons were very unresponsive. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the primary buttons were not responding and the center button and the up, down, left and right arrow buttons. Customer states the insulin pump was dropped. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. The device will not be returned for analysis.